Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a small posterior pericardial effusion following implant. A diuretic was administered to the patient, as there was no right ventricular (rv) collapse or hemodynamic compromise. In addition, the patient complained of pain on their right side when they breathe. The patient has had a device check performed and will be monitored going forward. The rv lead remains in use. No further patient complications have been reported as a result of this event.